Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Please disregard the information on the previously submitted medwatches related to this complaint. As found by the field service representative (fsr) and confirmed by the data log review, the oxygen (o2) sensor exceeded the lifetime hours which will cause a 'service gas system' message to appear on the central control monitor (ccm) and the calibration button for the electronic patient gas system (epgs) will be greyed out. The message is not a malfunction in the intended performance of the device and the unit operated to specification. Per data log review: the last known calibration was on (B)(6) 2023. The system was not used until 05sep2023, where the o2 sensor lifetime expired message appeared. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the oxygen (o2) sensor to lab use only (luo) testing equipment. The output in ambient air was verified to be within the expected range, the sensor successfully completed the calibration steps, and the sensor output was steady throughout sample fraction of inspired oxygen (fio2) setpoints. It was determined that the o2 sensor met specification.

Event description:
It was reported that the electronic patient gas system (epgs) would not calibrate. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The oxygen (o2) sensor was replaced, and release testing was performed. The unit operated to the manufacturer's specifications.